Manufacturer narrative:
(B)(4). Corrected data: a lot history record review was completed for lots 25118230, 25118487 and 25118622 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history. (B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified a large tear in the seam of the silicone balloon that ran along the area of the suture knot. The tear is approximately 1 in. A smaller complete tear was observed beneath the larger tear. The location of the suture knot was determined to be unrelated to the tear. An inflation test was conducted, the device inflated but quickly lost air. Based on the condition of the device as found the reported complaint for "btt burst" was confirmed. The account was not able to provide the device lot number, therefore, a device history record (DHR) and manufacturing process review is not possible. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro btt balloon ruptured. A replacement device was opened and the same thing happened. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. Related complaint - (B)(4) (this complaint was created to capture 2nd btt balloon).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25115922, 25118487 and 25118622 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro btt balloon ruptured. A replacement device was opened and the same thing happened. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. Related complaint: (B)(4). (This complaint was created to capture 2nd btt balloon).